Event description:
Reportedly while closing skin during an lavh procedure the needle broke off and appeared to be lost in patient. The or searched for the needle and x-rayed twice without finding the needle. Or time was extended a half an hour. Patient was moved to pacu and held for observation. No other information was available.